Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was moisture corrosion observed in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: two battery caps were returned with the pump. Cap #1 was missing all contacts and contained moisture contamination on the contact hub. The pump did not power on with cap #1. Cap #2 was intact with no moisture damage and completed all testing. There was a battery compartment crack with evidence of moisture contamination inside the compartment. There were multiple battery alarms as well as pump reboots observed in the black box history. Current electrical draws were within specifications. The leak test confirmed the battery compartment crack. The pump case was removed and there was evidence of additional moisture inside the pump.